Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: the black box dates were from 5/9/2015 -5/18/2015. The black box (bb) data from the date of complaint has been overwritten due to continued use of the device; therefore, the original complaint could not be duplicated or confirmed. The current bb showed no evidence of short battery life. The battery cap was not returned, so all testing was performed with a test battery cap. The test cap was able to fully secure to the pump and the battery compartment was intact. Current draws were within specifications. A "battery life" issue was not duplicated during investigation. The pump case was removed and no evidence of moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.